Manufacturer narrative:
This report is submitted on december 16, 2022

Event description:
Per the clinic, the patient experienced a cholesteatoma (not device related. The device was explanted on (B)(6) 2022. It is unknown if there are plans to re-implant the patient with another device.

Manufacturer narrative:
This report is submitted on march 3, 2023.